Event description:
Customer received a blood glucose result of 440mg/dl around lunch time, pt took insulin based on the result. Around 7pm the customer tested and their blood glucose was over 300mg/dl. Pt was having low blood glucose symtpoms. Paramedics were called and within 10 minutes they received a result of 43mg/dl. The customer was taken to the hosp where pt was given orange juice and a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.